Event description:
Ice pack leaked after activation. Ice pack was resting on eye of the pt when it leaked into pt's eye. Pt went to emergency room and had eye flushed with water. Followed up with own md but rec'd no further treatment. No complications have occurred as a result of this leakage.